Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the failure could not be determined. However, it is likely the following led to the malfunction: olympus presumes that due to failure of the light-emitting diode (led) elements, the panel did not light up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a partial light-emitting diode (led) lights on the front panel were not lit. There was no patient involvement.